Manufacturer narrative:
Product analysis: analysis confirmed customer complaint of display problem. Upper case found broken. Bail cover, bail attachment, ring cover, and ring attachment all missing. Instrument turns off automatically during test run on target tester. Main printed circuit board (pcb) out of specification (electrical). Checked and cleaned the instrument. Sent back without repair as customer did not approve repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the temporary pacemaker had a display issue. The device was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.